Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report low and high blood glucose levels of ranging from 40 to 400 mg/dl. The customer treated with a bolus. The customer also reported lost and weak signal alerts. The customer was unable to troubleshoot. The device was not returned for analysis.